Manufacturer narrative:
The device and associated accessories were not returned to zoll medical corporation for evaluation. Communication with the customer confirmed that the associated electrode pads used at the time of the reported event had expired in 2009. It was also confirmed that the associated batteries had expired in 2014. This investigation has been closed as end user error. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.